Event description:
It was reported that the patient was a bridge to transplant and underwent heart transplantation. Whether the outcome was device or therapy related was not provided. The device will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. No device related issues were reported by the account. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that it was a routine heart transplant. There were no device or therapy related issues and the device had operated as expected.